Event description:
It was reported that the patient underwent surgery to remove the breast cancer on (B)(6) 2012. It is proposed that the patient get radiation therapy after the surgery as well as further treatment. No additional information has been provided.

Event description:
On (B)(6) 2012, a vns reported that she had been recently diagnosed with breast cancer in the left breast. She stated that the cancer was not near the generator; however, she wanted information on precautions associated with vns and radiation therapy. The patient was directed to her physician to obtain this information and good faith attempts were made to the physician for additional information. No additional information has been provided by the physician on this patient yet.